Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ syringe barrel was found to be curved before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "nursing staff detects that when opening the packaging of the insulin syringe... The syringe has a curve."

Manufacturer narrative:
H6: investigation summary photos received for investigation. Upon visual inspection, damaged barrel was observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for damaged barrel is associated with failure of rail during the entry process of the barrel.

Event description:
It was reported that the bd plastipak ¿ syringe barrel was found to be curved before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "nursing staff detects that when opening the packaging of the insulin syringe... The syringe has a curve."